Manufacturer narrative:
Device not returned.

Event description:
The user facility reported that the device had debris coming out during a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device had debris coming out during a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.